Manufacturer narrative:
The service rep was unable to duplicate described symptoms. Replaced ps3 and x-ray switch to eliminate intermittent slow operation.

Event description:
The customer reported intermittent lift motion from the doghouse switch. Lowering motion is slow to respond. Sometimes takes 2 or more attempts to get downward motion to function. Also slow to respond on the x-ray key switch on doghouse. No pts have been injured as a result of slow response.